Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4) to improve the customer and patient experience. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked out of the bd venflon¿ pro safety peripheral safety IV catheter port during use. The following information was provided by the initial reporter: "intravenous cannula failed during procedure, the anaesthetist looked at the cannula under the drape and noticed that blood was freely bleeding back out of the port." "Anaesthetist and odp applied pressure to cannula, sited a new cannula immediately."